Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. The customer went to the emergency room and was subsequently hospitalized with a blood glucose level 800 to 1000 mg/dl with high ketones. The customer attempted to self-treat with a bolus via pump. During hospitalization, customer was treated intravenously with fluids of saline and insulin. The customer was released 3 days later on (B)(6) 2022. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.